Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +4.0d) was observed to be dislocated during a post-operative exam. The lal+ was successfully repositioned in a secondary surgery performed on (B)(6) 2025.